Event description:
Medtronic received information that one day after the implant of this liva nova perceval valve, severe paravalvular leak (pvl) was noted. Subsequently, two days following implant, the valve was replaced. No additional adverse patient effects were reported. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).